Event description:
Correction. The device was not implanted after its use-by date, the implant date has been corrected. Additional information. The scar over the stimulator implant site was not healing well, so surgery was performed to remove the scar and make a new suture. During the surgery the surgeon noticed the coating of the stimulator was peeling off, so the stimulator was replaced. The reporter stated electrocautery was not used during the surgery and the device deterioration was not a result of the surgery. The outcome of the revision was good, and after surgery therapy resumed efficiently. It was also noted about a month after the device was explanted, impedances were measured and group impedances were >2000 ohms. It was unknown if the high impedances existed when the device was still implanted.

Manufacturer narrative:
Final analysis of the stimulator revealed the insulation coating was delaminated.

Event description:
It was reported that the patient was called in for a resumption of scar. During the dissection, the surgeon found a deterioration of the device coating and decided to replace the device. There was no patient injury. The device was implanted in 2010, after its use-by date.